Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Please refer to section h10 for the related reports. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4)

Event description:
Terumo medical corporation received the following reported information: post balloon case (rca intervention), the wire was pulled out; however, it became stuck on the stent. The doctor continued to pull on the wire and the tip broke off inside the patient. The tip was not removed; it was tacked down with a stent. The procedure was completed successfully, and no blood loss was reported. The patient was stable.